Manufacturer narrative:
(B)(4).the device manufacture date is not known at this time.additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation failed.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, user misuse, and improper sterilization methods. (B)(4). The device manufacture date is not known.

Event description:
It was reported the insulation failed.